Event description:
A report was received via social media that the patient's stimulator was burning her rear and was taking longer to charge. The patient underwent an explant procedure and it was noted that the wires in the stimulator had melted.